Event description:
It was reported that the insulin pump has an unresponsive keypad. In addition, customer reported that the insulin pump alarmed motor error during prime. Customer stated she was unable to rewind the pump. The blood glucose reading was 171 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response noted during testing due to corroded keypad traces. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm tests. No motor error alarm noted. Motor was tested outside the device and passed. The insulin pump has cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.